Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Total knee revision, (B)(6), (B)(6) 2018. Primary implant date: (B)(6) 2008. Revision was pain due to possible loosening of femoral implant as manifested by radio-translucent line around femur on x-ray. Patient presented with pain in left knee to surgeon a few months ago. Patient had a primary cemented pfc rpf in bilateral knees, however only symptomatic in the left. Upon x-ray, surgeon noted a radio-translucent line around the femur, possible indication of loosening. During revision, surgeon indicated that the femur was not loose, however still chose to revise the knee with a tc3/mbt stems and sleeves. Xrays available. Male patient initials: (B)(6), aged (B)(6) years dob: (B)(6). (Unknown (B)(4): no product code: pfc rpf: no lot #). (B)(4) representative was present at revision. Doi: (B)(6) 2008; dor: (B)(6) 2018; left knee.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.